Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon. In addition, as a result of component analysis of the subject foreign materials, it was found that both of these foreign materials were silicon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the white viscous foreign material was derived from the silicone-based chemicals such as defoamer or detergent used during the procedure or reprocessing. On the other hand, omsc could not conclusively determined the origin of the black rubber-like foreign material based upon this analysis because it was used for various purposes such as watertight packing, silicone-based adhesives, and silicone members. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before use, it was found that the air supply and water supply of the subject device were weak. The user replaced the subject device to another endoscope to complete the intended procedure. During the incoming inspection for evaluation of the subject device at omsc, it was found that a white viscous foreign material was clogged approximately 10 cm from the distal end inside the air/water channel, and also found that a black rubber-like foreign material was clogged inside the air/water channel. There was no report of patient injury associated with this event.